Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10may2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. When the oxygen was set to 100%, the unit measured 93.2%. The fse replaced the flow sensor assembly and the issue was resolved.

Event description:
It was reported that the unit failed oxygen accuracy testing. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 09aug2019. The gas delivery system (gds) was returned to the manufacturer for failure analysis. The gds revealed no signs of damage or contamination. During failure analysis, a defective u1 component on the air flow sensor board was determined to have caused the flow failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.